Event description:
Device 1 of 4. Reference MFR report: 1627487-2015-15039, reference MFR report: 1627487-2015-15040, reference MFR report: 1627487-2015-15041. It was reported the patient was experiencing ineffective stimulation due to the left supra-orbital lead having migrated. Surgical intervention was undertaken on (B)(6) 2015 and the lead was repositioned. The patient reported effective stimulation coverage postoperative. It is unknown which lead is implanted in the patient's left supra-orbital region; therefore all possible lots are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.